Event description:
It was reported that r3 liner impactor hd ii 32mm break in surgery inside the patient. The procedure finished with a smith and nephew backup device. Patient injuries were not reported. Surgical delay less than 30 minutes.